Event description:
Customer's girlfriend reported, the paramedics were called to assist customer with low blood glucose, and customer was hospitalized for low blood glucose. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report to the best of our knowledge.